Event description:
During an in-clinic follow-up, loss of capture was observed on the left ventricular (lv) lead. Lv lead dislodgement was suspected to be the cause of the event but was not confirmed. The device was reprogrammed as an interim resolution. The patient is stable with no consequences.

Event description:
Additional information was received that the left ventricular (lv) lead was explanted and replaced to resolve the event. The patient is stable.